Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the lead suture (using hemostats) through the patient's tissue, about 3-4 millimeters of suture with the needle at the end detached, then the remaining suture detached, and then the dilator detached from the mesh leg at these three points where the hemostats were positioned. Nothing detached inside the patient. The physician opened a stand-alone capio suturing device and tied a stand-alone teleflex capio suture to the dilator tube of the affected mesh leg and successfully repassed it, pulling it through the sacrospinous ligament with hemostats. The procedure was completed with the same mesh body, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the capio suturing device and the detached mesh leg pieces were disposed of and the mesh body remains implanted, and these items will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between these items and the cause of this event.